Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42-47 mg/dl. Cause was not known. Reportedly, the customer was going to drink juice and eat a sandwich to address bg.